Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the cartridge leaked at the plunger end while he was attempting to fill the cartridge. The patient stated that he did not note any damage to the cartridge prior to filling. Troubleshooting indicated that the fill technique is appropriate. There was no reported patient impact as a result of the alleged incident; the patient did not use the cartridge. He stated that he was able to fill and load a new cartridge without incident.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passes visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. Cartridge was leak tested and no leaks were observed from plunger.